Manufacturer narrative:
MFR date rec¿d 30aug2019. Date of report rec¿d 03sep2019. Failure analysis on the returned gas delivery system shows that the defective u1 on the air flow sensor pcba created the air flow accuracy and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
Customer reported flow testing failing for air and oxygen(02). The event did not occur during patient use, and there was no patient or user harm.

Manufacturer narrative:
Date rec'd by MFR:17jul2019. Date of report: 19aug2019. The customer received and replaced the gas delivery system to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.